Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D9: device returned to MFR ¿ additional. D9: date device returned ¿ additional. G3. Date received by manufacturer - additional. H2: additional information /device evaluation. H3a device evaluated by mfg - additional. H3b: evaluation included - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.